Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of cyf-vh describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for <1 colony forming units (cfus) of revivable microorganisms which is conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did not provide the steps taken during the pre-cleaning process. During the manual cleaning process, the customer uses detergent aniosyme x3 and brushes the instrument channel, suction channel, instrument channel port and distal end/area around elevator. The customer uses olympus and medline surgical dry brushes. The scope is manually disinfected with anioxyde 1000. The customer did not provide the details for the automated endoscope reprocessor (aer) treatment. The scope is stored horizontally in an unspecified storage. Olympus is the maintenance company used by the customer. It was not specified if the scope was sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the cysto-nephro videoscope tested positive for an unexpected contamination. The scope was sampled twice. During the first sampling, the scope tested positive for 5 colony forming units (cfus) of coagulase-negative staphylococcus and micrococcus luteus. During the second sampling, the scope tested positive for 1 cfus of micrococcus luteus. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.